Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing site: (B)(4). Manufacturing date: 27. Apr. 2007. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tensioner from an external fixator set broke during a case. The procedure was completed successfully. There was no delay in surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: one tensioner (part 03.311.001 / lot 1672660) was received with the complaint category of ¿broken: intraoperatively.¿ the complaint condition is confirmed as the device was received in a partially disassembled state. This issue present itself has already been addressed. The returned device was manufactured in april, 2007, which was prior to the changes implemented in design/manufacturing. Since the implementation of the changes, there have been no similar complaints with tensioners manufactured after the increase of the fork assembly torquing force. The current design was determined to be suitable for the intended use when employed and maintained as recommended. A device history record review was performed for the returned tensioner. Further evaluation showed that this device is intended for tensioning the wire in the distraction osteogenesis (do) ring system. This system is for the treatment of long bone fractures (open and closed) of adult and pediatric patients that require external fixation. This information is provided per the distraction osteogenesis ring system: femur frame technique guide. The returned tensioner was received partially disassembled. The handle and inner components were removed from the reaction fork and outer shaft. Three loose washers were also returned. The components can be further disassembled in their given state. The balance of the device shows surface wear. As this device is not intended to be disassembled, the complaint condition is confirmed and consistent with the reported condition as the device could be considered ¿broken.¿ the condition cannot be replicated as the device has already been forced apart. A review of the current design drawing and the drawing revision at the time of manufacture was performed. A design change order revised the drawing in march, 2013 to increase the tightening torque between the reaction fork and the main body to prevent loosening and falling apart of the instrument and added a spiralock thread specification to give additional holding/retention support. Thus, as the device was manufactured prior to the design change, the complaint condition is likely a result of the design, but it has already been addressed. The current design was determined to be suitable for the intended use when employed and maintained as recommended. The current design was determined to be suitable for the intended use when employed and maintained as recommended. Device is used for treatment not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.